Event description:
The duett sealing device was deployed following an interventional procedure (via a 6f sheath, right femoral artery). The onset of ischemia was immediate (i.e. Leg pain, cold and pulseless foot). A surgical thrombectomy re-established blood flow, and no further complications were reported. Vascular solutions' field staff learned that the device was not used in accordance with the instructions for use.